Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability, inflammation irritation, pruritis, pain and anxiety

Event description:
Patient reported right side "itching" and "tenderness." Patient additionally reported "some tenderness, and swelling in the right breast as well. Mammogram shows some possible silicone underneath." Patient reported right "leaking" implant. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture grade unknown and exchange from textured to smooth due to concern with the product.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported right side "itching" and "tenderness." Textured implant. Later reported "tenderness, and swelling". Capsular contracture baker grade unknown. Later physician reported "any creases". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,b6, d6b, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure : unable to observe since it is a medical event and is not related to the device. Inflammation/irritation : unable to observe since it is a medical event and is not related to the device. Rupture : no observed. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Crease/folding of implant : observed on the device. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported right side "itching" and "tenderness." Textured implant. Later reported "tenderness, and swelling". Additionally reported "mammogram shows some possible silicone underneath the breast which may indicate a rupture", "confirmed a leaking" implant via MRI". Capsular contracture baker grade unknown. Later physician reported via rga "any creases". Device has been explanted and replaced.